Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, an eye care professional (ecp) in the united kingdom called to report while removing the left eye (os) suspect acuvue® oasys max 1-day brand contact lens (cl) from the eye, ¿the lens has ripped the cornea.¿ the pt was referred to ¿eye consultation¿ and the pt was prescribed unknown antibiotics and eye drops. The pt was advised not to ever return to cl wear. The pt was advised to return for a 2-week follow-up appointment. No additional medical information is known at this time. On (B)(6) 2022, the ecp provided additional information. The pt has worn cl for over 30 years and tried the acuvue® oasys max 1-day cl. The pt ¿ripped the os cornea while removing the lens.¿ the pt was referred to a consultant and advised the pt has still not been discharged. The ecp reported the pt¿s cornea ¿got torn like lifted in 2 places. 1st tear is about 2mm at about 12 o¿clock and 2nd tear is about 4mm between 10 and 11 o¿clock. Both cracks are angles and fall downwards.¿ the pt was prescribed unknown steroid antibiotics. The pt was advised by the consultant not to wear lenses again. No additional medical information was provided. Multiple calls were placed to the reporting ecp for additional information, but nothing additional was provided. The date of the event is unknown and will be reported as 01nov2022. This event is being reported as a worst case since it was not possible to confirm the pt's diagnosis and treatment. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4202270401 was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.